Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during a drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle without pressing stop. When the hp returned they reconnected themselves to the setup. Baxter's tsc assisted hp in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.